Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not properly attached failure. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. Event log history was performed and indicated that cassette not attached properly was recorded in history. It was noted that the device came back in for a repeat repair. It was noted that the previous reported problem was not verified. The downstream sensor was replaced as a precaution. The reported problem regarding fails cassette not properly attached was verified. Error message cassette not attached properly alarmed when latching the device without a cassette. A faulty upper stream occlusion (uso) sensor was noted to be the cause of the reported issue. Service replaced the uso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.